Event description:
It was reported that the patient presented in the operating room for a device upgrade. Externalized conductors were noted on a fluoroscopy taken in 2011. No electrical anomalies were detected. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasions were noted at 8.6-11.7cm and 9.8-12.5cm from the distal tip. Internal insulation abrasion was noted at 15.1-16.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 14.2-15.7cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location.